Manufacturer narrative:
Approximate age of device- 1 years, and 14 days. The replaced portion of the percutaneous lead (driveline) was received for investigation. The evaluation is not yet complete. The patient remains ongoing with lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. On (B)(6) 2018, it was reported that the patient observed power spikes before going to bed. Device interrogation revealed a pump stoppage on (B)(6) 2018. The patient was reported to be asymptomatic. The manufacturer's technical service representative reviewed the submitted log file and confirmed the reported pump stoppage on (B)(6) 2018. The customer was informed that the pump stoppage was very brief and could have been caused by a high current event or a percutaneous lead phase to phase short. On (B)(6) 2018, during an onsite evaluation, the patient stated when pump stoppage event occurred, the pump restarted by manipulation of the external driveline. On (B)(6) 2018, an external distal percutaneous lead replacement was performed without issue. The patient was to be released to home post observation and remain on an ungrounded power module patient cable. No additional information was provided.

Manufacturer narrative:
Review of the submitted system controller log file confirmed the reported elevations in pump power as well as the reported pump stoppage; however, a specific cause for the elevated pump power values and interruption in pump function could not be conclusively determined through this evaluation. A distal end driveline replacement was performed on (B)(6) 2018 and approximately 19 inches of the external portion of the driveline was returned for evaluation. Electrical continuity testing of the replaced portion of the driveline in its returned condition revealed no discontinuities or shorts, even with manipulation of the driveline segment. The outer silicone sleeve and clear bionate layers showed no evidence of damage. Areas of moderate breakdown of the metal braided shield were observed along the length of the driveline segment, which appeared consistent with over one year of use. Visual inspection of the underlying wires found them to be unremarkable with no evidence of kinking, twisting, or severe insulation abrasion. Microscopic inspection of the wires revealed no areas of compromised wire insulation or damage to the inner conductors along the length of the driveline segment. The returned portion of the driveline was suspended in a saline bath for hipot testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. Heartmate ii lvas IFU provides an explanation of all pump parameters, including pump power and flow. It also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. In addition, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time and also outlines indications of driveline damage as well as how to respond to such events.the heartmate ii lvas patient handbook discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage as well as how to respond to such events. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.